Manufacturer narrative:
A device evaluation and/or device history review is anticipated, but is not complete. Upon completion, a supplemental report will be filed.

Event description:
It was reported that bd plastipak¿ insulin syringe was missing label information. This occurred on 800 occasions before use. The following information was provided by the initial reporter: product not labeled in secondary packaging.

Manufacturer narrative:
Investigation: a photograph was returned for this investigation. However, the customer indicated that this is only an example showing the information on the label as was expected, it does not represent the actual shelf carton and label involved in this complaint report. A DHR was performed by the site for lot 9071962 and there were no quality notifications that could be attributed to this defect. The lot was inspected, approved and subsequently released according to the established quality criteria. The manufacturing site further indicated that during the ¿verification of the printed materials carried out through the register (B)(4) rev.09, no blank fields were detected, that is, the batch number, product description, content, expiration date and barcode are present and legible, additionally there are no records of reprocessing from which a re-labeling of the product may have arisen. Bd was not able to duplicate or confirm the customer¿s indicated failure as no samples or photos of the product involved were returned.

Event description:
It was reported that bd plastipak¿ insulin syringe was missing label information. This occurred on 800 occasions before use. The following information was provided by the initial reporter: product not labeled in secondary packaging.